Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that she was on the phone with the patient's caregiver during a system controller change. The patient's wife reported that the speed of the secondary system controller was initially 9800 rpm and then went to 0 rpm. The patient was switched back to the primary system controller without any issues. During the patient's visit to the clinic, the vad coordinator noted that the suspect system controller had pump disconnected, pump off, and low flow alarms as though the system controller was not ever connected to the driveline.

Manufacturer narrative:
The suspect system controller was returned to the MFR for analysis and the reported event was confirmed based on the events recorded in the log file. The log file downloaded from the returned system controller contained an event captured where the system was operating at the set speed of 9800 rpm, and then the "change system controller" alarm became active followed by the motor stop command flag becoming active. Following these events, the motor speed decreased to zero rpm and did not recover. This condition lasted approximately three minutes when the pump disconnected alarm became active which suggests the system controller was exchanged. The system controller was functionally tested using a mock circulatory loop in our lab and was found to function as intended, even when the cables were maneuvered. In addition, visual examination of the internal components of the system controller was unremarkable. Although the reported event was confirmed in the log file the root cause could not be confirmed as functional testing of the system controller did not confirm any issues and the event could not be reproduced. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function. No further information is available. The MFR is closing it's file on this event.